Event description:
It was reported that post a da vinci s lung biopsy surgical procedure, the pt expired. The site stated that the planned da vinci s procedure was successfully completed, however, the pt was in overall poor health.

Manufacturer narrative:
In 2009, the site's operating room manager stated that she believes the da vinci s system in no way contributed to the demise of the patient. The hospital has continued to use the da vinci s surgical system to perform surgery on pts. As of the following month, no adverse events have been experienced with the site's system. The same day, the site's risk mgr. Stated she is unable to release the pt's pre-existing medical condition information nor is she able to provide the operating report related to this event. Multiple attempts to obtain additional information have been made, however, no additional information has been provided by the site related to this event. If additional information is received, a follow-up MDR will be submitted. Based on the information provided by the site, it was determined that the da vinci s surgical system did not malfunction in a way that would have led or contributed to the pt's death.